Event description:
The customer reported that the ortho provue analyzer resulted a sample containing anti-m as negative during antibody identification testing; however, during manual gel, a positive 1+ reaction was obtained. False negative test results can lead to transfusion of incompatible blood.

Manufacturer narrative:
No definitive root cause was determined. An ocd field engineer arrived on site and determined that the syringe piston seal was worn. The fe replaced the probe, syringe and wash station. He also replaced the tube connection cpc, tube connector - 'bottle racors" and toothed belt. A yearly pm was performed as well. The customer performed additional testing with 5 weak clinically significant antibodies. Testing performed showed good correlation from the provue to manual gel. All reactions that occurred in manual gel also occurred on the provue within one reaction grade. The instrument detected the clinically significant antibodies and is operating as expected. A search was performed concerning complaints logged by this customer. This customer has not logged any similar complaints against this analyzer since this incident. (B)(4). Cross reference MDR # 1056600-2009-00209.